Event description:
The customer reported that pump serial number 797908 has system error 105 alarms. There was no patient injury reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Unit received inoperable per reported symptom of "symptom system error 105 pic motor error" alarms caused by failed I/o pcb (partially dislodged q20). The motor has been replaced.